Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the efficia dfm100 failed the self-test. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse), philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that the device is failing the self-test. The event was outside of use and there was no reported patient nor user harm. Available details indicate that the device is failing the self-test. The device was emitting a continuous chirp with an error message of testing failed. It was determined the external paddles needed to be replaced. The external paddles were replaced to resolve the issue. The return of the failed component is not expected. The device was returned to full functionality, returned to service and remains at the customer site. Based on the information available, the cause of the reported problem was component failure. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.